Event description:
A report was received that during a revision, a piece of a trial lead was discovered under fluoroscopy and was believed to have come off during the trial lead removal. The piece of the trial lead was then removed.

Manufacturer narrative:
Device evaluation indicated that the visual inspection revealed that only a portion of the distal tip was returned. The proximal portion of the lead was not returned. The damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure.

Event description:
A report was received that during a revision, a piece of a trial lead was discovered under fluoroscopy and was believed to have come off during the trial lead removal. The piece of the trial lead was then removed.